Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a hemicolectomy procedure, it was noted that the harmonic shear wasn't cutting, upon inspection the surgeon noticed that the shear blade had broken off. Ten minutes was spent trying to locate the shear blade in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.